Manufacturer narrative:
PMA/510 (k) #: k192697. Investigation evaluation: a product evaluation was performed only by the video provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the video provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and the video describing the event. A photo of the lot number was not provided. The video provided shows the device in use. The clip is attached to tissue, and the user is attempting the deploy the clip. The clip appears to be partially deployed, and the clip has detached from the cath attach but remains attached to the drive wire. After multiple attempts the clip fully deploys and remains attached to the tissue. It is unknown what caused the housing to detach from the cath attach but not fully from the drive wire. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an upper endoscopy procedure, the physician used an instinct plus endoscopic clipping device. During clip deployment in the stomach, the user had trouble deploying the clip. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.